Event description:
It was reported that the patient underwent a surgical procedure levels c6/c7 with instrumentation. Post-op films taken at three months and five months showed no progression of screws loosening. The patient was seen for one year follow up. X-rays showed the screws were backing out. It appeared that the locking mechanism on the upper corner of the plate broke away (refer to manufacturer report 1030489-2010-00432), thus allowing the screws to back out. The patient underwent revision surgery one month later. No additional patient complications were reported.

Manufacturer narrative:
(B) (4): the screw was returned for evaluation. Witness marks and plastic material deformation on the top and side of the screw head were consistent with implantation and subsequent screw interface with anti-migration cap tabs. Fusion had occurred prior to failure; therefore the device met its intended function. X-rays showed the plate and interbody spacer at c6-c7 below a solid c5/c6 anterior cervical discectomy and fusion (acdf). The c7 screw was backed out about 3-4 mm. A review of the device history records did not identify any appliable nonconformance to specification.